Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon removed the gall bladder and placed three clips on the artery. On firing the 4th clip across the cystic duct, the device would not open off of the duct until the surgeon manually manipulated the trigger open. The clips that remained on the duct were malformed, the form is unknown. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Sticking jaw/cam, malformed clip. The el5ml was received with the jaws misaligned. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The device was cycled, three scissor clips and seven conforming clips were fed. However, during each firing sequence, the trigger hesitated when attempting to return to the open position. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. The device locked out as intended but the orange indicator was beyond its intended position. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.